Event description:
After completing an upgrade, physio-control observed that the device logged several event codes in the memory and kept power cycling. Furthermore, the device was unable to power on during subsequent power cycle attempts. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control isolated the failure to a system pcb/user interface flex cable assembly. The flex cable assembly was replaced and proper device operation observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed flex cable assembly at the failure analysis center and determined the cause for the reported failure to be several pins from the p2 connector: pins 26 and 74 were bent; pin 26 was shorted to pin 25; and pin 74 was shorted to pin 73.